Manufacturer narrative:
Device evaluation: initial visual inspection of the returned rod revealed some scoring marks on the distraction rod and a clear break at the end of the rod. X-rays images of the internal components also showed a broken magnet which explains the magnetic area of the rod not working. The rod was functionally tested with the manual fast distractor and confirmed the reported failure to distract. There was no distraction force measured because of the jammed condition in which the rod was received. The investigation confirmed the reported failure to distract and the non-functional magnetic area. It is likely that external bending forces applied to the rod were transmitted to the magnet and broke it. A broken magnet would not have a strong enough magnetic field to interact with the external remote controller (erc) causing it to stop distracting. Device record review: a review of the DHR documents indicates the rod was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information has been provided.

Event description:
Information was received that the rod only extended 1.5cm and stopped causing there to be a 3-4cm difference between both rods. Upon explant, the surgeon tested the rod and found that the magnetic area is not working.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.